Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following a diagnostic heart catheterization procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for 30 minutes. The patient¿s hospitalization was extended by 3 hours. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. Multiple sheath exchanges were not required. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. Additional information was requested, but is not available at this time. The product was not returned for analysis. Review of lot f1715903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) was used following a diagnostic heart catheterization procedure and hemostasis was achieved for a few minutes. Subsequently, a hematoma described as over 6 cm in size, was quickly noted and manual pressure was applied to the access site for 30 minutes. The patient¿s hospitalization was extended by 3 hours. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd being used. Multiple sheath exchanges were not required. The vcd was being used in conjunction with a 6f procedural sheath for femoral arterial closure. Additional information was requested, but is not available at this time.